Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 03-nov-2015. The most recent information was received on 19-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('heavy and long cycles/abnormal bleeding (menorrhagia)'), tooth abscess ('dental problems - teeth abscess') and multiple episodes of back pain ('back pain') in an adult female patient who had essure (batch no. 626216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods and pelvic pain. Concurrent conditions included obesity, loss of teeth, cystic hyperplasia of endometrium, endometrial polyp, intramural leiomyoma of uterus, adenomyosis and chronic cervicitis. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("major hair loss/hair loss"), the first episode of back pain ("back pain"), mood swings ("mood swings"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("pain; sides of ovaries") and was found to have weight increased ("weight gain/loss (specify which one ) weight gain"). In 2009, the patient experienced the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue"). In 2010, the patient was found to have blood iron decreased ("blood or heart disorder/condition : type: extremely low iron"). On an unknown date, the patient experienced the second episode of back pain (seriousness criteria medically significant and intervention required) and tooth abscess (seriousness criterion medically significant). The patient was treated with surgery (2 teeth pulled and abscesses fixed, on (B)(6) 2015 abaltion/abaltion/endometrial ablation with a novasure,dilatation and curettage, on (B)(6) 2015 abaltion/endometrial ablation with a novasure,dilatation and curettage and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of back pain, vaginal haemorrhage, menorrhagia, alopecia, dysmenorrhoea, dyspareunia, the last episode of fatigue and weight increased had resolved, the tooth abscess, blood iron decreased and adnexa uteri pain outcome was unknown and the mood swings and anaemia had not resolved. The reporter considered adnexa uteri pain, alopecia, anaemia, blood iron decreased, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, tooth abscess, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of fatigue, the second episode of back pain and the second episode of fatigue to be related to essure. The reporter commented: current weight: 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus myometrium- intramural leiomyoma adenomyosis. Uterus endometrium- simple hyperplasia. No atypia encountered. Uterus, cervix- chronic cervicitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2538) on 03-nov-2015. The most recent information was received on 05-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('heavy and long cycles/abnormal bleeding (menorrhagia)'), tooth abscess ('dental problems - teeth abscess') and multiple episodes of back pain ('back pain') in an adult female patient who had essure (batch no. 626216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods and pelvic pain. Concurrent conditions included obesity, loss of teeth, cystic hyperplasia of endometrium, endometrial polyp, intramural leiomyoma of uterus, adenomyosis and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("major hair loss/hair loss"), the first episode of back pain ("back pain"), mood swings ("mood swings"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("pain; sides of ovaries") and was found to have weight increased ("weight gain/loss (specify which one ) weight gain"). In 2009, the patient experienced the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue"). In 2010, the patient was found to have blood iron decreased ("blood or heart disorder/condition: type: extremely low iron"). On an unknown date, the patient experienced the second episode of back pain (seriousness criteria medically significant and intervention required) and tooth abscess (seriousness criterion medically significant). The patient was treated with surgery (2 teeth pulled and abscesses fixed, on (B)(6) 2015 ablation/ablation/endometrial ablation with a novasure,dilatation and curettage, on (B)(6) 2015 ablation/endometrial ablation with a novasure,dilatation and curettage and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of back pain, vaginal haemorrhage, menorrhagia, alopecia, dysmenorrhoea, dyspareunia, the last episode of fatigue and weight increased had resolved, the tooth abscess, blood iron decreased and adnexa uteri pain outcome was unknown and the mood swings and anaemia had not resolved. The reporter considered adnexa uteri pain, alopecia, anaemia, blood iron decreased, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, tooth abscess, vaginal haemorrhage, weight increased, the first episode of back pain, the first episode of fatigue, the second episode of back pain and the second episode of fatigue to be related to essure. The reporter commented: current weight: 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Pathology test - on (B)(6) 2015: uterus myometrium- intramural leiomyoma adenomyosis. Uterus endometrium- simple hyperplasia. No atypia encountered. Uterus, cervix- chronic cervicitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; menorrhagia. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: lot number was added. New events added: abnormal bleeding (vaginal), blood or heart disorder/condition type:extremely low iron, dental problems, dysmenorrhea, dyspareunia (painful intercourse), fatigue, hair loss, pain: sides of ovaries, back pain, weight gain/loss (specify which one) weight gain. Outcome of previously reported events heavy and long cycles / abnormal bleeding (menorrhagia), back pain, fatigue and hair loss were updated to recovered. Reporters, concomitant conditions and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.